Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During the procedure, the physician encountered difficulty achieving optimal tenting of the septum during the transeptal puncture (tsp) using a versacross connect. Two unsuccessful crossing attempts were made before successful access was obtained. The wds was then successfully deployed and implanted in the laa. No pericardial effusion was observed during the procedure. Later that evening, at approximately 10:00 pm, the patient developed a pericardial effusion with tamponade. A pericardiocentesis was performed to treat the effusion. The patient returned to hemodynamic stability and is expected to make a full recovery.